Manufacturer narrative:
The navien guide catheter has not been returned for evaluation. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that a patient experienced vasospasm related to a navien guide catheter. The patient was undergoing endovascular treatment of a left posterior communicating (pcom) artery aneurysm with residual neck. Three years prior, the patient had presented with subarachnoid hemorrhage secondary to a rupture of the left pcom aneurysm; the patient was coiled. Follow-up angiogram showed residual neck below the coil mass. The patient elected to undergo endovascular treatment. During the procedure, residual filling of the aneurysm neck was noted measuring 2.8x2.0mm (as seen previously). The shuttle was advanced over a catheter and parked in the distal common carotid artery, below the bifurcation. In a coaxial fashion, the navien distal access catheter was advanced over a j-wire into the left, cavernous internal carotid artery (ica). Following this maneuver, significant vasospasm was noted within the distal cervical ica at the level of c1. Serial injection of intra-arterial verapamil were administered over 15 minutes for a total of 15mg. The vasospasm was noted to be successfully treated. Afterward, the procedure was completed without any further issue. The patient was discharged home the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.